Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-00817. It was reported that shaft break occurred. The more than 50% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 32x2.75mm synergy¿ drug-eluting stent was deployed in the lesion. However, a distal vessel dissection was noted. A 2.25 x 24mm synergy¿ drug-eluting stent was then advanced to treat the dissection, however, resistance was encountered upon crossing the previously placed stent. The second stent eventually crossed and was successfully implanted. Upon removal, the stent delivery system snapped in the proximal portion of the guide catheter. All procedural devices were then removed together to minimize any risk of losing the distal part of the detached delivery system. A diagnostic catheter was then advanced to check the target vessel and no further action was required. No further patient complications were reported and the patient status was stable.